Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device components were not returned as it was disposed by the facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event date occurred two (2) years ago. Explant date: two (2) years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 20390212.